Manufacturer narrative:
The reported event of failure to disconnect could not be confirmed. Final analysis found the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturing reference number: 2017865-2024-33189 related manufacturing reference number: 2017865-2024-33190 it was reported that the left ventricular lead exhibited loss of capture. Dislodgement was confirmed via x-ray. The physician decided to revise the lead. When the physician attempted to reposition the lead, it was noted the guidewire was unable to advance through the lead. The lead was explanted and replaced. When the new lead was plugged into the chronic implantable cardioverter defibrillator (ICD), it was noted there was loss of capture, high pacing impedance, and the set screw had stripped. The ICD was removed and replaced. When the new ICD was implanted, it was noted the set screw on the right ventricular header could not be removed. The ICD was removed and replaced successfully. The patient was stable.